Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had stated that he did not believe he had received his full antibiotic dose, as approximately one-third of the bag had remained. He had explained that the reservoir volume had been counting down from the beginning, but the pump had alarmed high pressure, leading him to discover a closed clamp between himself and the pump. After opening the clamp, the dose had completed. He had attempted to reset the reservoir volume to receive the remaining medication, but the pump had failed to start. There was patient involvement and no patient harm/adverse had occurred.